Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the connection between the homechoice cassette patient line and the solution bag. The patient's skin did not come in contact with the leaking solution. The patient replaced the solution bag and the cassette and successfully completed treatment. This event occurred during set up with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.